Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that (3) ar-3600 fibertak forked like tip of the inserter broke upon insertion. All the broken fragments were retrieved from the patient and only one of those anchors was implanted in the patient. Case was completed with the last anchor, despite the tip of the inserter breaking. This was discovered during an labrum repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.